Event description:
It was reported that customer experienced CGM error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and after reset no further error occurred and sensor session was successfully started.